Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - the delivery device was received with the stent detached from the balloon. The stent was partially inserted in the stent protector and was positioned on the product mandrel. An examination of the stent found that the stent was bunched towards its center. A detailed inspection of the stent protector and mandrel found no anomalies. An examination of the balloon found that the balloon had been inflated. There was a clear impression of where the stent had been crimped initially of the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4)

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a stent dislodgement occurred. The lesion was located in an unspecified moderately tortuous vessel. The 16mm x 3.00mm veriflex (liberte) coronary stent delivery system was advanced into the patient's body; however, during deployment they were unable to visualize the stent. The veriflex (liberte) coronary stent delivery system was removed from the patient and it was noted that the stent was not on the stent delivery system. It was reported that the stent had dislodged and was located in the protective hoop. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a stent dislodgement occurred. The lesion was located in an unspecified moderately tortuous vessel. The 16mm x 3.00mm veriflex (liberte) coronary stent delivery system was advanced into the patient's body; however, during deployment they were unable to visualize the stent. The veriflex (liberte) coronary stent delivery system was removed from the patient and it was noted that the stent was not on the stent delivery system. It was reported that the stent had dislodged and was located in the protective hoop. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.